Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Investigation is in process note: manufacturer contacted customer in a follow-up call on 10-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 67, 64, 174, 175 and 195mg/dl. The results of 67 and 64 were obtained during a back to back blood test performed during the call. The customer¿s expected am fasting blood glucose test result is 140mg/dl. The customer feels well and did not report any symptoms. Customer was not concerned with results of 50 and 65mg/dl in the meter's memory as she was experiencing low blood sugar symptoms at the time. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/28/2022 and open vial date was not disclosed. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 23-jun-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.